Event description:
An end user called and stated he noted a red, occasionally itchy rash on the outer parameter under mass at the 3 and 9 o'clock positions around his stoma. The end user stated this is not where the stomahesive paste is touching. The end user went on to state he showers with his appliance on and changes it every 2-3 days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated he removed the appliance, cleanses his skin with water, pats the area dry, and applies stomahesive powder and olux foam on the irritated skin. The end user then applies stomahesive paste and the wafer. The end user also stated he has not seen any healthcare professional since developed rash in past year. It was discussed with the end user to discontinue use of the olux. The end user was educated on skin care and stated he will see a wound ostomy continence nurse. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected.